Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: it was reported that "we would like to inform you about possible quality defects in 2 of your above-mentioned syringes (see photos): syringe 1: black particles, syringe 2: dark discoloration near the luer-lock connection point. For both syringes, the abnormalities were only discovered while working with them and therefore both are filled with cytostatic drugs (syringe 1 with 2 ml nivolumab; syringe 2 with oxaliplatin) and can be requested for examination purposes. Due to the lack of quality, 2 ml of nivolumab concentrate could not be used. We will calculate the corresponding monetary equivalent and would like to ask you for a corresponding compensation."